Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The patient stated she had the zilver stent implanted in 2015 at (B)(6) in (B)(6). On (B)(6) 2017 due to the zilver stent being crushed in the artery she underwent a procedure where a boston wall stent was implanted. This procedure was also done at (B)(6) in (B)(6) by the same physician as the original implanted zilver stent. The patient stated she has ongoing pain in her leg that radiates into the hip area. On (B)(6) 2017 the patient was scheduled to have an ultrasound to check for blood clots, etc. And she would call back depending on the results. Reference also #3001845648-2018-00011 for the investigation of the event that occurred on (B)(6) 2017, stent crushed.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. This report has been conservatively submitted pending clarification from the user regarding this event (ongoing pain). Reference also #3001845648-2018-00011 for the investigation of the event that occurred on (B)(6) 2020, stent crushed.

Event description:
This follow up MDR is being submitted to cancel the initial MDR report. This report has been conservatively submitted pending clarification from the user regarding this event (ongoing pain). Pain does not meet the reporting criteria of a serious injury FDA report. Reference also #3001845648-2018-00011 for the investigation of the event that occurred on (B)(6) 2017, stent crushed.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4) this follow up MDR is being submitted to cancel the initial MDR report. A conservative approach was taken in initially assessing this complaint. Upon re-assessing the complaint after investigation completion and clinical review, it was concluded that the incident did not meet reporting criteria. From customer testimony, it is known that the complaint device was a zilver biliary stent, and that it was placed in an artery in the leg. The pain experience in the patient¿s leg is not considered serious injury. As the device is not available and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As of the time of investigation, it is not known if the patient required intervention. Complaints of this nature will continue to be monitored for potential emerging trends.